Event description:
The product was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.